Event description:
Medtronic received information that this patient, status post ross procedure with a 21mm homograft in place-stenosis, had an uneventful transcatheter bioprosthetic pulmonary valve implant. Within 6 weeks of implant, the patient presented with increased gradient measurements (60 mmhg peak gradient) and deformity of the valve. The valve had been placed distal to an implanted stent. It was noted that the patient had a dilated aortic root. Upon fluoroscopic imaging review, a type ii stent fracture was noted, however, the valve appeared to be stable. The patient continued to do well, with no symptoms and patient and valve will continue to be monitored.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, patient anatomy and implant location may have contributed to the reported event. A conclusive cause of the reported stent fracture was not determined. It was reported that fluoroscopic imaging confirmed a type ii stent fracture, however the valve appeared to be stable. The valve remained implanted and no further adverse effects were reported. (B)(6). (B)(4).